Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this 67-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to unknown causes. The patient¿s family is awaiting the coroner¿s report as the cause of death remains unknown. It was affirmed the patient was connected to his liberty select cycler at the time he was found unresponsive by patient contact. Emergency services were not activated, and the patient was pronounced deceased at home. The patient¿s daughter reported to the outpatient clinic, though the cause of death was unknown, it was determined the patient¿s death was more than likely related to a significant history of cardiac disease or cancer. It was confirmed the root cause of this patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s death. Though the exact cause of death remains unknown, the patient¿s death more than likely can be attributed to a significant history of cardiac disease, or a cancer diagnosis as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, there is an increased risk of mortality in the esrd population attributed to cardiovascular disease and sudden cardiac events. Therefore, the liberty select cycler can be excluded as the root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Correction: h10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed that the heater tray paint was damaged. The cycler underwent and passed a system air leak test and a valve actuation test. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this 67-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to unknown causes. The patient¿s family is awaiting the coroner¿s report as the cause of death remains unknown. It was affirmed the patient was connected to his liberty select cycler at the time he was found unresponsive by patient contact. Emergency services were not activated, and the patient was pronounced deceased at home. The patient¿s daughter reported to the outpatient clinic, though the cause of death was unknown, it was determined the patient¿s death was more than likely related to a significant history of cardiac disease or cancer. It was confirmed the root cause of this patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this 67-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to unknown causes. The patient¿s family is awaiting the coroner¿s report as the cause of death remains unknown. It was affirmed the patient was connected to his liberty select cycler at the time he was found unresponsive by patient contact. Emergency services were not activated, and the patient was pronounced deceased at home. The patient¿s daughter reported to the outpatient clinic, though the cause of death was unknown, it was determined the patient¿s death was more than likely related to a significant history of cardiac disease or cancer. It was confirmed the root cause of this patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The heater tray paint is damaged. The cycler underwent and passed a system air leak test and a valve actuation test. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this 67-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to unknown causes. The patient¿s family is awaiting the coroner¿s report as the cause of death remains unknown. It was affirmed the patient was connected to his liberty select cycler at the time he was found unresponsive by patient contact. Emergency services were not activated, and the patient was pronounced deceased at home. The patient¿s daughter reported to the outpatient clinic, though the cause of death was unknown, it was determined the patient¿s death was more than likely related to a significant history of cardiac disease or cancer. It was confirmed the root cause of this patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).